Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, but was unable to reproduce the reported issue. Upon evaluating the unit, the fse successfully ran a simulated treatment with trainer, as well as testing the catheter and fiber optic tester without any issues. Additionally, the fse did not identify anything unusual in the logs with regard to the reported issue. The fse then performed calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure alarm. It was further reported that the end user discarded the balloon (iab) and swapped out the unit to continue treatment, without issues. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure alarm. It was further reported that the end user discarded the balloon (iab) and swapped out the unit to continue treatment, without issues. No patient harm, serious injury or adverse event was reported.